Event description:
Report received of "tubing split during injection of contrast solution". The pt was undergoing a CT scan of chest, abdomen and pelvis. It was reported that another tubing connected to a medrad injector was screwed in at the clave port to introduce the contrast solution. The injection pressure flow was between 2-5ml/sec. During the injection of the contrast solution (over a period of 40 seconds). "The tubing split open starting from the collar section of the distal end of the tubing up about 2 inches". There was approx 30ml-50ml of blood loss, but there was no report of pt or staff contamination. A new tubing set was attached to the pt's IV catheter (which was a gauge 20 angiocath). The pt's IV line was patent. The CT scan procedure was delayed for approx 25 minutes. The pt did not experience any adverse effects.